Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one guidewire and introducer needle from a ti lp powerport kit were returned for evaluation. The guidewire was received stuck in the introducer needle. Stretching was noted to the outer coil wire of the guidewire proximal to the introducer needle. When viewed under magnification, no damage was noted to the needle bevel, though blood and tissue residue could be seen on the guidewire in this region. Based on the findings, the investigation is confirmed for the reported guidewire advancement issue due to a frayed guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include insertion technique and retraction against the introducer needle bevel.

Event description:
It was reported that the hypo was allegedly stuck on the wire and would not move. It was further reported that the device was replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one guidewire and introducer needle from a ti lp powerport kit were returned for evaluation. The guidewire was received stuck in the introducer needle. Stretching was noted to the outer coil wire of the guidewire proximal to the introducer needle. When viewed under magnification, no damage was noted to the needle bevel, though blood and tissue residue could be seen on the guidewire in this region. Based on the findings, the investigation is confirmed for the reported guidewire advancement issue due to a frayed guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include insertion technique and retraction against the introducer needle bevel.

Event description:
It was reported that during port device implant, the guide wire was allegedly stuck in the introduction needle and would not advance. It was further reported that the device was replaced. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hypo stuck on wire and will not move. Device was replaced. There was no patient injury reported.